Event description:
It was reported that during a ptca/stent procedure, the powersail was used to post-dilate an implanted stent. A dissection was noted and another stent was implanted to treat the dissection.